Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm (alarm 19) occurred. Customer changed out the cartridge and infusion set and resumed insulin. Blood glucose was 204 mg/dl at the time of the alarm but continued to rise during the night to 500 mg/dl. Customer's infusion site was changed, bolus was delivered; however, blood glucose continued to elevate. Review of pump data showed that boluses were delivered as intended. The following day, customer was treated with insulin drip in the hospital emergency room for elevated blood glucose (625 mg/dl) and diabetic ketoacidosis. Customer was ultimately admitted to the hospital and treated with insulin drip, potassium and fluids. Customer was discharged from the hospital on (B)(6) 2017 in stable condition with blood glucose in target range.